Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centifuge vial. Clear surgical residue on product. Visual inspection found haptic torn and foreign material on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 13.2mm, vticm5_13.2, -13.00/1.0/89 (sphere/cylinder/axis), implantable collamer lens tore during loading. There was no patient contact. A replacement lens was implanted on (B)(6) 2019 and the problem resolved.